Event description:
It was reported that stent damage occurred. The target lesion had a bend of less than 90 degrees. Following pre-dilatation and leaving 75% residual stenosis, a 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, when the catheter was advanced into the lesion, the stent strut was deformed. The procedure was completed with a 3.0/48 non-bsc stent. No patient complications were reported.